Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported a screw fracture inside implant at tooth site #47. Fractured screw was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) 15at312, (15 deg taper 3.5p,1mm-2mm) for evaluation. Visual evaluation was performed. Fractured screw identified. DHR review was completed for the subject lot number 2023041272. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number 2023041272 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction did occur. Fractured screw identified. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.